Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 328 mg/dl and felt tired and had difficulty walking. Customer was not taken to the hospital and paramedics were not called. Troubleshooting was performed to determine reason for high blood glucose. Customer did not have tubing clamp to complete high pressure test. Customer also reported of having low blood glucose of 40 mg/dl. Customer reported of being in a store and got tired and passed out. Customer was treated by paramedics with gel IV. Customer was not taken to the hospital. Customer was advised to contact healthcare professional and to call when in receipt of tubing clamp in order to complete high pressure test.